Event description:
A falsely elevated sodium (na) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated on an alternate dimension vista instrument and a lower result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR 2517506-2012-00032 on 2012-(B)(6) as caused by sample integrity new information was provided by the siemens healthcare diagnostics inc. Field service engineer (fse) on 2012-(B)(6): analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result is malfunction of the imt pump. The siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account and replaced the imt pump. The instrument is performing within specifications. No further evaluation of the device is required.